Event description:
It was reported that during implant procedure, the helix of patient's right ventricular lead was not able to be extended and retracted. It was further noted that the lead insulation was twisted. The lead was not installed and the procedure was completed using an alternate lead on (B)(6) 2022. There were no patient consequences.

Manufacturer narrative:
Type of investigation, investigation findings, and investigation conclusions codes updated for no product returned.